Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. CT imaging was performed. It was indicated the product was twisted or hit when the patient fell down previously, and there was a high possibility of kink at the anchor on the back. The catheter replacement procedure is scheduled for (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating it could not be confirmed if the catheter would be returned for analysis. The catheter would be returned only if the physician will request analysis when the explant is performed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n550817001, implanted: (B)(6) 2016, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 50 mcg/day) via an implantable pump for severe spastic paralysis due to cerebral hemorrhage. It was reported catheter occlusion occurred. During the refilling on (B)(6) 2020, the variability was over 25%, so catheter contrast examination was performed. An attempt was made to aspirate the drug from the catheter access port (cap), but the drug could not be aspirated at all. The contrast agent was administered, but it was judged the catheter was occlude or kinked, because the contrast agent did not enter at all. The patient's condition was stable, although spasticity increased. The attending physician's assessment indicated it was unknown why the catheter was occluded. In the future, the occluded part of the catheter would be identified to some extent by taking CT images and the arrangement of catheter replacement procedure would occur. The event was considered causally related to the catheter, and not causally related to the drug, pump, programmer, or surgical procedure. The outcome of the event was unknown. Further complications were not reported.